Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a pocket revision procedure. The physician moved the pocket to the front of the stomach on right side. The patient is reportedly doing well.